Event description:
It was reported that during the implantation of an extravascular (ev) lead, blood was found in the insulating layer of the lead after it was implanted in place. Insulation damage was identified as blood had entered the lead insulation layer. Despite repeated tests showing normal impedance, sensing, and threshold parameters, it was decided to replace the lead with a new one for safety reasons. The operation was completed successfully with the new lead, and the defibrillation testing was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.